Event description:
It was further reported by the representative that the lead appeared damaged due to a subclavian crush.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01, pacemaker, (B)(6) 2013; 4523-53, implantable pacing lead, (B)(6) 1992. (B)(4).

Manufacturer narrative:
Product event summary- the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Insufficient evidence. No conclusion can be drawn.

Event description:
It was reported that fluoroscopy revealed a probable right ventricular lead fracture and high output. It was also reported there was loss of capture, infinitely high impedance and undersensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.